Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt and morphine at unknown concentrations and doses via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient had heard a critical alarm before. He wasn't sure when, but mentioned it was a pump that failed "probably 12 years ago" and it was replaced. No other information was provided. No patient symptoms were reported. No further complications were reported.